Manufacturer narrative:
Complainant address: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-07206. (B)(6) clinical study. It was reported that recurrent silent ischemia and in-stent restenosis (isr) occurred. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) with 80% stenosis and was 8.0mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with direct placement of a 3.00x12mm promus element stent with 5% residual stenosis. Target lesion #2 was a in stent restenotic lesion located in the mid right coronary artery (rca) with 60% stenosis and was 15.0mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with direct placement of a 3.50x20mm promus element stent with 5% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with restenosis in mid rca as well as mid lad and was hospitalized on the same day. Subsequently, coronary angiography was performed and revealed 60-70% middle third stenosis and 75% isr. The 75% isr noted in proximal rca was treated with placement of 3.5x9mm drug-eluting stent and post treatment residual stenosis was 10%. The 65% isr noted in mid lad was also treated with placement of drug-eluting stent and post treatment residual stenosis was 5%. One day post procedure, the event was considered to be resolved with residual effects and the patient was discharged on the same day.